Event description:
A surgeon reported seeing metallic specks in the tear film of multiple pts during surgery. The surgeon was unable to rinse the speck from one of the pt's eyes during the initial procedure. The pt complained of glare postoperatively. The surgeon was able to flush the eye and relieved the symptoms. There was no harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the metallic specks experienced by the customer cannot be determined. (B)(4).